Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows two cracks were noted on the strain relief sleeve of the venous leg. Blood stains were found under that. The deformation on the same extension leg under the clamped area (venous leg) was noted. Therefore, the investigation is confirmed for the reported fracture and identified deformation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using a hemostar and during the procedure it was found that there was a crack in the white part of the catheter. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using a hemostar and during the procedure it was found that there was a crack in the white part of the catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.